Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and was experiencing high blood glucose on (B)(6) 2020. Customer¿s blood glucose level at the time of the incident was 490 mg/dl. Customer reported insulin pump was taken from him at the hospital. Customer experienced nausea and difficulty in breathing. Customer was treated at the hospital with insulin drip and manual shots. The insulin pump will not be returned for analysis.